Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 months and 2 weeks after two dental implants were installed in intraoral region #12 and #14, its non- osseointegration was observed. 15 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type IV and bone graft was executed.